Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indications for use were unknown. It was reported that the patient had a broken desktop charger. The patient noticed the cord was broken today with the connector pin broken off. The patient resided in puerto rico. The patient called back and stated that they were sent to the wrong patient services line, and were escalated that a replacement desktop charger could not be shipped to puerto rico. An email was sent to the field in puerto rico on the patient's behalf.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6) ); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.